Event description:
Customer reportedly obtained results of 580mg/dl and 136 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.